Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to a suspected field safety notice. New information was received indicating device surgically explanted due to being found in safety mode - which can limit device function. A new device was implanted. At this time the explanted device is located at the healthcare facility.

Event description:
It was reported that this pacemaker device was surgically explanted due to a suspected field safety notice. New information was received indicating device surgically explanted due to being found in safety mode - which can limit device function. A new device was implanted. At this time the explanted device is located at the healthcare facility. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.